Event description:
The customer reported to olympus the scope's insertion part was collapsed and the coating was peeling off. The reported problem was found while inspecting the device during reprocessing prior to a diagnostic procedure. The procedure was completed with no patient harm or user injury. Upon inspection and testing of the customer returned device, the coating on the image guide pipe was found to be peeling off in excess of 1mm2. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the peeled coating was caused by stress from use, external factors, or handling. A definitive root cause cannot be identified. The event can be detected by following the instructions for use: - section 3.3 inspection of the endoscope - section 4 "inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." In addition, the following non-reportable malfunctions were found during the device evaluation: adhesive on distal sheath was chipped; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to deformation of bending tube, angulation lever does not move smoothly; due to a dent on bending tube, bending angle in up direction exceeds the standard value; due to damage on channel tube, forceps and channel cleaning brush cannot be inserted smoothly; light guide bundle has breakage. Olympus will continue to monitor field performance for this device.